Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital 5 days post implant with complaint of chest pain. Lead measurements were noted to be stable and within normal limits. A computed tomography (CT) scan showed an rv lead perforation. The patient was admitted to the hospital for an rv lead revision on an unknown future date. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital 5 days post implant with complaint of chest pain. Lead measurements were noted to be stable and within normal limits. A computed tomography (CT) scan showed an rv lead perforation. The patient was admitted to the hospital for an rv lead revision on an unknown future date. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was transferred to a new hospital. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.